Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number, are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received.h6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
Additional information was received via email from customer on 02-nov-2022 and attached by the manufacturer to the complaint object. Per the complaint form, a complex care patient on service is concerned about radio frequency interference. The patient is ventilator and wheelchair dependent. She has a battery-operated wheelchair and ventilator hooked to the back of her chair, along with an infusions pump. The patient has had multiple issues with her infusion pumps where volume is left in the bag. It is unsure if this is related to the tubing set or something else. All pumps have been sent back to the manufacturer for evaluation. The patient is intelligent, well-read, and participates in multiple support groups. She has come across FDA reports and articles from other reputable sources that state interference is a potential with her ambulatory infusion pump being in such proximity to her other devices (ventilator and chair). She has communicated her concerns to her provider and payor.